Event description:
Reportedly, battery impedance of the pacemaker during follow-ups was 2.96kohms on (B)(6) 2015, around 4kohms on (B)(6) 2014, and 7.05kohms on (B)(6) 2015. Premature battery consumption was suspected. Preliminary analysis shows normal battery depletion according to hrs guidelines. Pacemaker was explanted on (B)(6) 2015.

Manufacturer narrative:
Final analysis report was sent using an "intermediate analysis report" template. A new customer response has been created to correct this point.

Event description:
Reportedly, battery impedance of the pacemaker during follow-ups was 2.96kohms on (B)(6) 2015, around 4kohms on (B)(6) 2014, and 7.05kohms on (B)(6) 2015. Premature battery consumption was suspected. Preliminary analysis shows normal battery depletion according to hrs guidelines. Pacemaker was explanted on (B)(6) 2015.

Event description:
Reportedly, battery impedance of the pacemaker during follow-ups was 2.96kohms on (B)(6) 2015, around 4kohms on (B)(4) 2014, and 7.05kohms on (B)(6) 2015. Premature battery consumption was suspected. Preliminary analysis shows normal battery depletion according to hrs guidelines. Pacemaker was explanted on (B)(6) 2015.